Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and a fracture on the medial side. A few dents were noted, which is indicative of multiple uses. DHR was reviewed and no discrepancies were found. Reported information states that the surgeon was using a mallet to impact the provisional . The persona surgical technique instructs to apply gentle manual pressure without impacting the provisional construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the provisional . A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Updated with event date of (B)(6) 2016.

Event description:
It is reported that the device fractured. All the pieces were received.